Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was implanted on (B)(6) 2017 and had questions about stimulation. They further described stimulation as a zapping sensation and wanted to know if that was normal. The patient was referred to the call center, their healthcare provider (hcp), and the event was stamped as "sales attention needed." No further patient complications have been reported as a result of this event.